Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience can not be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals the following: the printed circuit is faulty and the cord is damaged causing no image to be displayed. The device failed the leak test. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while reprocessing a hd autoclavable camera head, the device had no image. There was no patient contact/impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d4, g4, g7, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely unexpected stress to the charge-coupled device (ccd) unit and cable resulting in a failure of the ccd unit and cable disconnection, creating no image. This issue is addressed in the instructions for use (IFU) and may prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."